Event description:
It was reported that prior to a procedure, the sterility of the device had been compromised due to a tear in the tyvek. The device was not used and will be returned.

Manufacturer narrative:
(B)(4): delamination. Tyvek lid was visually examined and tyvek delamination was confirmed. Tyvek tore and stuck to the blister when package was opened due to tyvek delamination (separation of tyvek layers.) Tyvek delamination causes the package to be difficult to open. The package blister was fine with no defects and there was evidence of seal transfer from the tyvek to the blister flange on the entire circumference of the blister. Package sterile integrity was not affected.